Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es had power issues and the application was not launched and preventing users from removing medication. The customer stated that there was a delay in retrieving the required medication because users had to go to another station to retrieve the medication. There was no reported patient or user harm.

Manufacturer narrative:
This initial medical device report (MDR) is being submitted late due to a retrospective review conducted through CAPA 10308384. The delay in submitting this MDR is due to the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. As recommended, we have included the CAPA reference for the retrospective review in the additional manufacturer narrative section. The following fields have been updated with additional/corrected information: b5, d1, g1, h6, h10, and h11. H10: please note the related report number was submitted in error and is a duplicate of this event. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 20-nov-2022 to 19-nov-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was running remote support service version 4.6.1, and the med application 1.4.4 was not auto launching. The field service engineer used remote support service dashboard to deploy remote support service upgrade package to latest version to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation es system had power issues and the application was not launched, preventing users from removing medication. The customer stated that there was a delay in retrieving the required medication because users had to go to another station to retrieve the medication. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that med application 1.4.4 was not auto launching due to station running rss version 4.6.1. A field service engineer used rss dashboard to deploy rss upgrade package to latest version to resolve the issue. The contact information was kept blank due to the reported issues that were found by the field service technician while on site. The system functioned as intended.